Event description:
It was reported in a scientific article that a patient's voice presented hoarseness and discomfort during stimulation and was later diagnosed as vocal cord paralysis. Information provided from the patient's family stated that the patient "flipped the device under his skin". A twisted stimulator lead was seen on the chest x-ray and confirmed the patient's manipulation. Vagus nerve trauma was suspected and the patient underwent lead replacement as the implanted leads were found twisted, but at the time of surgery, the vagus nerve was found intact. The patient was observed for several months and the voice hoarseness never improved. The patient was referred to an otolaryngologist, and an ishiky thyroplasty was performed to medialize the paralyzed vocal cord. The procedure immediately restored the patient's voice with excellent quality.

Manufacturer narrative:
Article: kalkanis, james, priya krishna, jose espinosa, and dean naritoku. "Self-inflicted vocal cord paralysis in patients with vagus nerve stimulators." (2002): 949-51.